Manufacturer narrative:
A ge service representative performed an on site investigation. Two fuses were replaced. The system operates as intended.

Event description:
The customer reported that the monitor was blank. No pt injury was reported.